Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient had a positive wound culture from their driveline exit site on (B)(6) 2020. A driveline debridement was completed on (B)(6) 2020. The patient was discharged on (B)(6) 2020 with home health arrangements so that they could be administered intravenous (IV) antibiotics. It was additionally reported that the patient had an appointment on (B)(6) 2020 and was continuing to be administered IV antibiotics, with cefepime tolerating well. A mild rash that was moderately itchy was noted on the patient's torso. The patient reported moderate pain to their driveline site and surgical incision. The surgical site was being cleaned with betadine twice daily and was then covered with gauze and tape.